Event description:
Doctor reported "kink in port - unable to withdraw fluid from port". Laparoscopy performed and kink identified to be at the abdominal wall where the tubing entered the abdominal cavity. The tubing was pulled down to correct the kink. Fluid was then injected and removed through the port with a needle without any difficulty.

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis if it is explanted in the future. The device was repositioned and remains implanted. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determined the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of the reported events as follows: "failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen."